Event description:
It was reported that this right ventricular (rv) lead had a single spike in pacing impedances that was high out of range at 2500 ohms. Technical services discussed possible causes, and recommended an x-ray and isometrics to test the lead. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had a single spike in pacing impedances that was high out of range at 2500 ohms. Technical services discussed possible causes, and recommended an x-ray and isometrics to test the lead. The lead remains in-service. No adverse patient effects were reported. Additional information was received that during a device downgrade due to patient age from a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resynchronization therapy pacemaker (crt-p) this ra lead was surgically capped and replaced due to ongoing issues with high impedance. The physician used the existing tachy lead into the is4 port for the left ventricular (lv) therapy, and the lv lead into the is-1 port for the right ventricular therapy. No additional adverse patient effects were reported.